Event description:
It was reported that the pump was not delivering the correct bolus doses. Customer was receiving basal delivery. Customer also alleged there there does not appear to be any bolus happening, just basal. The customer is a child and it was not confirmed at the time of report if use error occurred. The customer's blood glucose (bg) level increased to over 360 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Manufacturer narrative:
Tandem quality engineer evaluated pump data. The logs were reviewed from 03-jun-2022 to 22-jun-2022. Based on the review conducted, there is no evidence that the pump experienced a malfunction or failure. The user does have continuous glucose monitor (cgm) readings as high as ¿high¿ (greater than 400 mg/dl) on the (B)(6) 2022 but the cause of these cannot be determined based on this log review. Cause could not be established. Total daily insulin: (B)(6) -2022- basal: 9.1095 units / bolus: 20.7251 units / total: 29.8346 units. (B)(6) 2022- basal: 3.0569 units / bolus: 7.7079 units / total: 10.7648 units. No insulin was delivered via the pump on any other day reviewed.

Manufacturer narrative:
Additional information received reported that the customer was hospitalized with diabetic ketoacidosis. No additional information regarding the hospitalization was provided. B1, b2: (updated: adverse event; required intervention/hospitalization), h6: codes 2199, 4582 removed; codes 2364, 4614 added, h1: changed to serious injury, b1, b2: (updated: adverse event; required intervention/hospitalization), h6: codes 2199, 4582 removed; codes 2364, 4614 added, h1: changed to serious injury.